Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "system fault 36", "system fault 37", "pacer fault 115", "paddle fault" and "defib disabled" messages. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for evaluation and this complaint is still under investigation.